Manufacturer narrative:
The investigation determined that higher and lower than expected results were obtained from multiple vitros microwell reagent kits when testing non-vitros (biorad) quality control fluids on a vitros 5600 integrated system. Based on historical quality control results, a vitros microwell reagent performance issue is not a likely contributor to the event but this cannot be fully excluded as diagnostic precision testing has not been carried out after the service. An ortho field engineer attended the site. The fe found multiple issues with the well wash assembly and completed repairs and adjustments to the well wash assembly replacing the manifold and pressure regulator. In addition, the fe replaced the reagent metering probe, replaced leaking fittings, waste fitting manifold and fittings which were blocked with debris on the fluidics. A full instrument maintenance was performed, and the analyzer was returned to the customer. Acceptable performance was obtained with all assays once the service actions were performed. The instrument performance is the most likely contributing factor to the results observed on the 13 april 2020. The tss followed up with the customer after the service actions and the customer did not want to perform any additional precision testing and was satisfied with the performance of both the instrument and the microwell products.

Event description:
A customer obtained higher and lower than expected results from multiple vitros microwell reagent kits when testing non-vitros (biorad) quality control (qc) fluids on a vitros 5600 integrated system. Biorad immunoassay plus l2 qc fluid lot 40990, vitros b-hcg lot 2620 results of 2.39 and 2.39 miu/ml versus the expected result of 29.3 miu/ml. . Biorad immunoassay plus l1 qc fluid lot 40990, vitros tsh lot 6120 results of 0.341 and 0.292 miu/ml versus the expected result of 0.682 miu/ml. Biorad immunoassay plus l2 qc fluid lot 40990, vitros tsh lot 6120 result of 2.415 miu/ml versus the expected result of 5.200 miu/ml. Biorad immunoassay plus l1 qc fluid lot 40990, vitros tsh lot 6115 result of 0.344 miu/ml versus the expected result of 0.682 miu/ml. Biorad immunoassay plus l2 qc fluid lot 40990, vitros tsh lot 6115 result of 2.525 miu/ml versus the expected result of 5.200 miu/ml. Biorad cardiac maker l2 qc fluid lot 29880, vitros nt probnp lot 2280 results of 45.8, 55.8 and 48.8 pg/ml versus the expected result of 433 pg/ml. Biorad cardiac maker qc fluid lot 29880, vitros nt probnp lot 2410 result of 47.7 pg/ml versus the expected result of 433 pg/ml. Biorad cardiac maker low qc fluid lot 29880, vitros tropi es lot 6581 result of <0.012 and <0.012 ng/ml versus the expected result of 0.11 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected on patient samples. The results were obtained from non-patient fluids. The customer stopped using the microwell module until the instrument was serviced by the ortho field engineer (fe) and no patient results have been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).